Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The patient presented for a follow-up after a syncopal episode.

Event description:
It was reported that the patient experienced a syncopal episode, though no episodes captured through the device matched the date and time of syncope. The lead was tested in unipolar and bipolar; threshold looked good and impedance was stable. The ventricular sense configuration was programmed to bipolar, to alleviate potential oversensing and the patient would be monitored.